Manufacturer narrative:
The samples were collected in bd lithium heparin tubes. The samples were spun at 3000 rpm for ten (10) minutes. Qc run was performed post initial erroneous result was obtained. Qc level 1 result was >2sd and level 3 was within established range. Repeat of qc level 1 result was also >2sd. The customer performed a daily clean and repeated the qc run and the results were within the established range. The customer declined service. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneous elevated accutni result above acute myocardial infarction (ami) cut-off for one patient and elevated result within the risk stratification range for accutni on a second patient. Both of the results were generated by the unicel dxc 600i synchron access clinical system. The initial samples results were not in agreement with the istat method either, which was lower. The samples were repeated and lower results within normal reference range were obtained. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.